Event description:
Patient reported to staff that when she was in the bathroom her IV became caught on the toilet paper and that the IV broke off and a piece of the IV remained in her arm. The patient had the piece surgically removed.